Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were evaluated in the emergency department because their blood pressure and heart rate had dropped quite a bit. The patient indicated they were told by a health professional that their heart rate was down to about 40 beats/minute. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.